Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had pump error alarm and unexpected restart. A cold reset was performed. Customer's blood glucose value was 150 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for lost sensor. Customer will return device for analysis.

Manufacturer narrative:
Pump received with intermittent button response due to flattened button dome switch and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify the unexpected restart error alarm and lost sensor alarm due to buttons not responding.